Event description:
The hospital reported that after an endoscopic vein harvesting procedure, where the product performed without incident, the patient was returned with a bad infection and required reopening the leg and performed a debridement to clean out the infected wound and take out infected tissue. The patient is healing well with weekly office debridements.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.